Manufacturer narrative:
The customer's complaint involved an unknown product number. The complaint stated that an employee was stuck with the lidocaine needle from a mahurkar triple lumen tray. A manufacturing lot number was not identified in the complaint report. Therefore, a proper DHR review could not be performed. The hypodermic needle included in the mahurkar triple lumen insertion trays is a purchased component. The needles are rec'd in a holder for safety purposes. They are accepted on certification from the vendor. Packaging operators verify that the needles are in holders prior to placing them in the tray. The needles should be disposed of in sharp containers after use. A complaint history review revealed that this is the first complaint rec'd for this defect mode. As this is the first complaint related to this defect mode and provisions are in place to verify that needles have holders, this is considered an isolated event. The most likely cause of this incident is user technique.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis tray. The customer states, an employee was stuck with the lidocaine needle from a mahurkar triple lumen tray. Add'l info was rec'd in 2007, from reporter, stating that the employee was stuck with a contaminated needle and is currently in the facility's blood bourne exposure protocol.